Event description:
It was reported that this patient experienced syncope after this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an electric shock. Technical services (ts) advised that this s-ICD system be interrogated with a programmer. Subsequently, it was determined that the shock was due to oversensing of myopotential noise. This electrode was explanted and replaced with an implantable cardioverter defibrillator (ICD) transvenous system. As of today, this product has not been received by boston scientific for full investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced syncope after this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an electric shock. Technical services (ts) advised that this s-ICD system be interrogated with a programmer. Subsequently, it was determined that the shock was due to oversensing of myopotential noise. This electrode was explanted and replaced with an implantable cardioverter defibrillator (ICD) transvenous system. As of today, this product has not been received by boston scientific for full investigation.